Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 18 atmospheres for 20 seconds, the balloon ruptured at the middle part. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient condition was good.